Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On (B)(6) 2013, at an unspecified time, an unspecified line of the device was programmed to deliver dopamine 400 mg/250 ml at a dose rate of 12mcg/kg/min, with a vtbi (volume to be infused) of 250 ml and the delivery was started. At an unspecified time, a second unspecified line was programmed to deliver norepinephrine 8mg/250 ml, at a dose rate of 0.1mcg/kg/min, with a vtbi of 250ml and the delivery was started. No further programming parameters were provided. It was reported, on (B)(6) 2013 at 1345, the device was unplugged from ac power to transport the patient to an angiogram procedure. After approx 3 to 5 minutes during the transport, the device alarmed with an e431 (proximal air sensor failure 2), and e435 (real time clock failure). At that time the nurse attempted to clear the alarms by turning the device off and on twice. At that time, it was noted the patient's blood pressure decreased to 43/27 mmhg. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the device was programmed to deliver an unspecified double dose of dopamine and norepinephrine and the deliveries were started. No specific programming parameters were provided. After 30 minutes, the patient's blood pressure was reported to return to an unspecified normal value. On (B)(6) 2013 at an unspecified time the patient's condition was reported to be stable. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.